Event description:
A us distributor contacted zoll to report that a (B)(6) female patient developed a skin irritation under the ECG electrodes that was improving. The patient was prescribed triamcinolone acetonide. The patient reportedly was not changing her garments properly.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.